Manufacturer narrative:
The primary complaint of user advisory 45 (not at "home" position after power-on/restart) was confirmed during functional testing and archive data review. To resolve the issue, the drive shaft was rotated back to the home position. The autopulse platform is a reusable device and was manufactured on 24 june 2008. Visual inspection was performed and found the front enclosure cracked. Upon powering on the platform, for functional testing, the user advisory (ua) 45 (not at "home" position after power-on/restart) error message appeared. Review of the archive data found multiple ua45 error messages occurred on the reported event date. No other significant issues were found during archive data review. Additional repair and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The front enclosure was replaced and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) did not initialize at deployment and the platform displayed a user advisory 45 (not at "home" position after power-on/restart) during patient use. Ultimately, the response team reverted to manual CPR throughout the call. The reported error message did not clear despite resetting the platform. According to the reporter, there are no patient information available and no patient consequences were reported.